Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 50 mg/dl. Suspected cause was due to pump software not accurately adjusting insulin therapy. A system check was performed and pump was found to be performing as intended. No additional patient or event information available.